Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, while interrogating the device, there was slow telemetry observed. According to technical support, the slow device interrogation was due to rf telemetry lockout. No intervention was performed to resolve the patient was in stable condition.